Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient underwent lead and generator explant less than two months after initial implant surgery due to a patient-caused mrsa infection in the left neck and chest. The patient had undergone a tracheostomy surgery, exposing the lead in the neck. The infection then spread from the neck to the chest around the generator site. The doctor then removed the lead and generator, eliminating the infection. No additional testing for the infection type was performed by the physician on the removed products since they were discarded at surgery. There were no issues with the devices at implant surgery, and the distributor did not identify any were no problems with the devices at incoming inspection; therefore, the infection was not believed to be directly caused by the vns devices. The device history records for the lead and generator were reviewed and revealed that both the lead and generator met all specifications for sterility prior to release for distribution. No additional relevant information has been received to date.